Event description:
Use of complete moisture plus lot #zb03085 caused eye irritations, blurred vision, excess tearing and discharge. Use of product was discontinued and symptoms have subsided, however, continued use of the same product -lot #aa030802- has produced some intermittent excess tearing and discharge. With notification of the recall, all use of the product will be discontinued immediately.